Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of discrepant inr results between coaguchek xs meter up1139324 and a lab using an unknown reagent. Customer tested by fingerstick on the meter and the result was 6.7 inr. The customer had a lab test within 7 hours and the result was 4.6 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer has no antiphospholipid antibodies, no other anticoagulants and is not anemic. The customer had some bruising from the venous draw but did not require treatment. There was no allegation of an adverse event. Corresponding retention test strips (297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.